Manufacturer narrative:
Correction: h11, the statement of "UDI is not available as product information was not provided." Should have been included in the h11 narrative in 2017865-2026-05894.

Event description:
Voluntary medwatch received states that the low voltage lead was explanted due to infection. The patient condition was not known.